Event description:
Customer reported that the insulin pump alarmed motor error and motor position encoder error alarms. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value is 130 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump failed displacement test and was followed by a motor error alarm during rewind due to motor encoder signal out of phase. Motor position encoder error alarm was not verified due to motor error alarm. The device had minor scratches to lcd window, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address/serial number label, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.